Event description:
It was reported to tyco/healthcare/kendall on 05/10/02 that a contaminated needle stick was sustained. It is alleged that the needle punctured the bottom of the sharps container. It was also reported that the container was over filled.